Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose level was "high" which was addressed by changing the infusion site. Reportedly, the customer had manual injections as alternate insulin therapy.